Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was not shocking where it needed to be. Coverage was needed in the lower back and was getting stimulation in the stomach, ribs and legs. The patient met with the manufacturer representative (rep) today and three months ago. It was noted that the trial worked fine and covered hips and everything. Indication for use included post lumbar laminectomy syndrome, and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s stimulator was not charged and was dead as a door nail. The patient had stopped using the device because it wasn¿t working for him and he was now having more back problems that he had been dealing with continuously since 1984. It was noted that the patient had 13 back surgeries and the stimulator put in for the back problems. The back problems were in the neck, upper back, and lower back. The patient was not sure if they got the stimulator in the right spot. It was noted that the doctor only put in one lead instead of two like other doctor¿s did. The trial worked great but the implant had not worked for the patient since three days after he had it implanted. It was noted that the patient notified a rep that the device wasn¿t working on (B)(6) 2016. The patient met with a manufacturer representative (rep) the year prior to (B)(6) 2017 to make adjustments for stimulation to reach different areas as the patient used to feel stimulation in the back, side of the legs, and front groin area. The patient last felt stimulation a little after (B)(6) 2016, maybe in (B)(6) 2016, and he didn¿t use it at all after may. The patient was able to charge in (B)(6) 2016, but now he could not. The patient tried charging a week or two prior to (B)(6) 2017 and it wouldn¿t charge. The patient had also tried to charge the year prior to (B)(6) 2017 and nothing came up on the screen. Poor communication on the patient programmer was reported. The patient was also unable to communicate with the recharger. The patient¿s reason for not recharging was that the device was not working for him. During the call with the manufacturer on (B)(6) 2017, the reposition antenna screen and poor communication screen came up on the recharger and patient programmer respectively. The patient reported that his last recharge session was more than one to three months prior to (B)(6) 2017 and the patient was redirected to a healthcare professional (hcp) to address the possible over-discharge. The patient did not have a managing hcp. The patient was to reach out to the rep that he was working with before to try to get something set up. The patient was to have three mris on (B)(6) 2017 for the neck, upper back, and lower back. Additional information was received from the patient via a rep. Over-discharge was reported. The patient had stopped charging because he was not getting a lot of relief from the stimulator. A trickle charge was done and the por (power on reset) was cleared. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.